Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed false elevated alinity I stat high sensitive troponin-I generated from alinity I processing module (sn: (B)(6) and provided the following data: on (B)(6) 2026, sample ID (B)(6) initial result was 38.49 ng/l, which was reported out of the laboratory to the patient's physician. The sample was repeated and the result was < 5.10 ng/l. When repeated on another analyzer (sn: (B)(6), the result was < 5.10 ng/l. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity I processing module (sn: (B)(6)). It was determined that the pm sensor required replacement, which resolved the reported event. A review of the instrument service history for the alinity I processing module did not identify any additional complaints related to the customer reported issue. A review of the manufacturing documentation found no issues associated with the complaint. Labeling was also reviewed and determined to be adequate. Additionally, tracking and trending activities did not identify any trend related to the alinity I processing module or the pressure monitor sensor for the reported issue. Based on the available information, no systemic issue or deficiency was identified for the alinity I processing module or the pressure monitor sensor.

Event description:
The customer observed false elevated alinity I stat high sensitive troponin-I generated from alinity I processing module (sn: (B)(6)) and provided the following data: on 15 feb 2026, sample ID (B)(6) initial result was 38.49 ng/l, which was reported out of the laboratory to the patient's physician. The sample was repeated and the result was < 5.10 ng/l. When repeated on another analyzer (sn: (B)(6)), the result was < 5.10 ng/l. There was no reported impact to patient management.